Event description:
The complaint/event involved a ext set, pur smallbore with a filter that reportedly had a much lower filtration surface that does not allow for the infusion of IV biotherapies. The filter became clogged at 3/4 of the infusion and is therefore unusable by the facility. The filters have been changed and the problem has been resolved. Due to this incident the time protocol of administration was not respected. No physical defects have been noted with the device, an infusion pump was not used, the medication used was a remsima 100mg powder for solution to be diluted for infusion. No one was harmed during the incident, there was a delay in the therapy of an unspecified amount of time, and the therapy was sometimes completed, but not systematically according to the nurses. The patient did not likely receive the expected dose, however, there were no adverse effects. Additional information subsequent to when the complaint was initially logged that stated there may have been some type of "wrong using" associated with the complaint/event.

Manufacturer narrative:
The return device is not available for investigation at this time. The complaint investigation and a review of the device history record is pending.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.